Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed insertion tube bade protruding could not be identified, however, the issue was likely the result of physical stress during user handling. The event can be detected by following the instructions for use which state: ¿·inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. The event may be prevented by following the instructions for use which state: ¿·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: - the procedure was diagnostic. - there was no anesthesia.

Manufacturer narrative:
Initial reporter full address line 1: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed. The protruding image guide tube blade was also confirmed. It was noted that the gap of the up/down knob was out of standard due to wear of the angle wire. There was a liquid leak due to a cut. The screen was partly dark due to a scratch on the charge coupled device lens. There was also a crease at the charge coupled device lens. There was a gap in the adhesive part of the bending section. It was also noted that the connecting tube was cut off and the coating of the video cable was peeled. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the gastrointestinal videoscope had leakage in the insertion part. Upon inspection and testing of the returned device, it was noted that the blade of the image guide tube stuck out. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.